Event description:
It was reported that the patient was hospitalized due to hyperglycemia and diabetic ketoacidosis while using the infusion device. The patient experienced symptoms of nausea and vomiting. The blood glucose level increased to 35.0 mmol/l. The type of treatment provided to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. The doctor thought the infusion device was "broken". The type of issue with the infusion device was not provided. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Shipment of complaint material from (B)(6) suspended indefinitely.